Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 411 mg/dl due to steroids she is taking for a sickness. Customer declined troubleshooting for the high blood glucose. Customer stated received sensor error and alert occurred after warm up. Customer was unable to run the test plug procedure. Customer advised to monitor the pump and to call back if further assistance is needed and call back for troubleshoot if alerts persist following sensor change. Continue sensing will monitor and call back if necessary. The device will be returned for analysis.